Manufacturer narrative:
Corrected data: h4 - device manufacturer date. Device evaluation: the suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the investigation/evaluation was performed exclusively on the basis of the information provided by the customer. There were no reports of any malfunction of the hf-generator. Based on the information available, the event/incident was attributed to use error since the user selected incorrect control settings, I. E. "Open surgery settings" for a laparoscopic procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic transcervical resection (tcr) of the uterus procedure, the customer selected "open surgery settings" even though the procedure was laparoscopic. As a result, the bowel of the patient was injured. The perforation of the bowel was consequently sutured with one knob. No further information was provided, but there was no alleged malfunction of the olympus medical devices used during the procedure.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.